Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were unable to deflate foley balloon completely. When removing the catheter, they were able to get approximately 8.5 mm fluid out of the balloon, they noted resistance with attempt to discontinue foley, they reassessed syringe or balloon deflation status with certified nursing assistant, and there was no change with the troubleshooting, they asked patient to give a hard blow out of mouth like bearing down and foley came out with little resistance, after removed they assessed syringe and balloon and was still unable to get fluid remaining in balloon to come out.

Event description:
It was reported that they were unable to deflate foley balloon completely. When removing the catheter, they were able to get approximately 8.5 mm fluid out of the balloon, they noted resistance with attempt to discontinue foley, they reassessed syringe or balloon deflation status with certified nursing assistant, and there was no change with the troubleshooting, they asked patient to give a hard blow out of mouth like bearing down and foley came out with little resistance, after removed they assessed syringe and balloon and was still unable to get fluid remaining in balloon to come out. Per customer follow up on 07mar2025, it was reported that they did not have the specific lot number as the foley was placed prior to their assumption of care and packaging disposed of at placement. This information was asked and provided on the original report which they were not able to access. They took a picture of the foley and then put it in the trash. The fluid that remained in the balloon would not come out when the plunger was pulled back even after removal. The patient was able to void without difficulty after event. For that reason, no medical intervention was required.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the two-photo sample noted that due to the poor condition of the photo sample the reported failure could not be evaluated therefore this investigation is considered inconclusive. No additional actions are required at this time since root cause was not identified. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "indications for use: all-silicone foley catheters are indicated for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. Intended user: this product is intended to be used by qualified healthcare professionals. Intended use: for urological use only. Contraindication: no known contraindications. Warnings: ¿ on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. ¿ after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. ¿ this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness, or death of the patient. Users and/or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established. Precautions: ¿ do not use device if package is opened or damaged. ¿ do not aspirate urine through drainage funnel wall. ¿ should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.